Event description:
It was reported that the customer delivered a user bolus via the pump based off an inaccurate continuous glucose monitor (cgm) reading. The cgm reading was reported as 477 mg/dl; however, the bg meter reading was unknown. As a result of the manual correction bolus, the customer's blood glucose level lowered to 38 mg/dl. Customer consumed carbohydrates to address bg level. Tandem technical support performed a pump system check and confirmed that the pump performed as intended.